Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.

Event description:
Ous MDR - an unusually quick battery depletion was reported. The battery state mol ii had still been registered during the last regular follow-up on (B)(6) 2013, and eos had occurred about 5 weeks later. No deterioration of the patient's state of health was reported. There was no mention of why this lead was removed.